Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete.

Event description:
Allegedly the patient was revised due to mom complications (left).